Event description:
My husband knew he had covid, was heavily exposed and symptomatic (same symptoms as his first case). We tested 4 times with flowflex with 3 different expiration dates, last of which was 3/27/2025. He tested negative. Our son, from whom he got covid, was sent ihealth test kit by kaiser for his test. So we ordered the ihealth kit, and within 24 hours of a flowflex test negative, (B)(6) tested positive. This info needs to go somewhere, be entered into a database somewhere as public health info. Please advise. Flowflex fails to detect at least one variant. Tried to take a picture of the 2 brands and ihealth 2 results (one negative mine, accurate) and one finally positive of my husband (accurate). After 4 failures by flowflex(no picture of that), just the kind of box was jpg and I think it did not work. Thanks. (B)(6). Reference report #mw5145361, #mw5145363, #mw5145364.